Event description:
It was reported that a malfunction code was displayed on the customer's device, specifically malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support in resetting the pump, which resolved the issue, allowing the customer to continue using the device. The customer was advised to contact support again if the malfunction recurred, and acknowledged this guidance.